Manufacturer narrative:
(B)(4). The covidien customer support engineer (cse) evaluated the ventilator, and verified the reported malfunction. The cse replaced the graphic user interface (gui) printed circuit board (pcb), and downloaded the most current software revision, which resolved the issue. The unit passed all tests, calibrations, and it was operating within the manufacturing specifications.

Event description:
It was reported that, during patient use, the ventilator graphic user interface (gui) became inoperable. It is unknown if the patient was transferred to another ventilator. There is no report of death or serious injury associated with this event.